Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the audiologist, the patient experienced a performance decrement and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was administered oral steroids (date not reported). The patient is being managed by the health care provider.

Manufacturer narrative:
This report is filed on july 08, 2019.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery. This report is submitted on may 13, 2019.